Event description:
It was reported that the patient was not using their implantable neurostimulator (ins) anymore and that it had ¿stopped working.¿ the patient switched to medication that¿s working for them. The patient¿s physician tried with ¿their machine¿ and couldn¿t get the ins to work. No symptoms were reported regarding the event. No interventions or troubleshooting were reported regarding this event, further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v686969, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4)